Event description:
It was reported that the patient received inappropriate therapy. There was a sudden change in the rate from the baseline to sinus tachycardia (st) which resulted in detection and therapy. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).